Manufacturer narrative:
Patient identifier = sid (B)(6). There was no additional patient information provided by the customer due to privacy issues. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: (B)(6). It is unknown if the patient is diagnosed with pancreatic cancer. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer inspected the analyzer and replaced the arc, probe, probe next r, valve, manifold kit (rohs), syringe assy, and the motor, shutter or wz (rohs), which resolved the issue. Return testing was not completed as returns were not available. A review of the architect i2000sr, serial number (B)(6), service history revealed no additional erratic or discrepant patient results reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. A 12-month review for the parts replaced did not identify any trends. A device history record review did not identify any non-conformances or potential non-conformances for the architect analyzer or the parts replaced. The current product monitoring review found no systemic issues or trends for discrepant results and no systemic issues for the architect i2000sr as described in this complaint. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), or the arc, probe (08c94-47), probe next r (03r85-01), valve, manifold kit (rohs) (7-77612-03), syringe assy (7-77650-08) or motor, shutter or wz (rohs) (7-78851-01) was identified.